Event description:
The customer reported that the unit was not charging the battery.

Manufacturer narrative:
The customer reported that the unit was not charging the battery. It was determined that the ac power module had failed. Failure of the ac power module would prevent the unit from powering up on ac power as well as prevent the battery from charging. The customer was sent a new ac power module. A philips representative spoke with customer who reported that replacement of ac power module resolved the issue.